Event description:
On (B)(6)2012 the lay user/patient contacted lifescan to report an issue with testing in the settings mode of the one touch ultra2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. Since approximately (B)(6) 2012 the patient was attempting to test her blood glucose levels while in the settings mode of the reported meter; she was unable to obtain a blood glucose reading. The patient reportedly managed her diabetes with insulin taken on a sliding scale. In (B)(6) 2012, the patient experienced the symptoms of confusion and fatigue. During a physician's office visit, the patient's blood glucose level was tested to be 389 mg/dl. The patient received treatment with insulin, and the oral diabetes medication metformin 500 mg. The issue was resolved with troubleshooting. The meter and test strips were replaced. The patient's testing technique was incorrect by attempting to test her blood glucose levels while in the settings mode of the reported meter. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this meter issue occurred, and received hcp treatment with insulin, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: (B)(6) 2012.